Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump raised a "no disposable, clamp tubing" alarm was displayed on the pump's screen. Additionally, about 20-30 ml of medical fluid remained in the cassette. It was indicated that there was no patient injury. There were no reported adverse events.